Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered eight shocks due to oversensing caused by muscle tremors. It was noted that the patient experienced an infection, not related to this system, that caused this muscle tremors. Troubleshooting options were requested. This system remains in service. No further adverse patient effects were reported.